Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with portion of screen failed was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: the device history review shows pump failed '4 psi reading'. Phm wsa changed & pump passed subsequent testing. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump in which a portion of the screen has failed. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.